Event description:
The customer reported to olympus, evis lucera elite bronchovideoscope had a no image issue. The issue was found during tracheal intubation procedure. The procedure was completed with replacing another equipment. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for valuation and the customer's allegation was confirmed. The device evaluation found breakage of the image sensor. Defects of the universal cord/distal end/ connector/control section/related parts was found. Defects of control body (including switches). Damage / abnormal appearance of the control bod. Abnormal appearance of the control section including the switch (cracking / damage / deformation / discoloration / corrosion / stickiness / scratch / paint peeling off was found. Deformation or breakage due to physical stress (handling problem). The angle wire became longer than normal. Bending manipulation and insertion tube defects, angulation malfunction, bending was problematic. Incorrect shape or angle of bending. Could not angulate sufficiently. There were defects of the insertion tube-non bending section. Surface defects-no perforation, collapse/buckling/depression/scratch/cut/wrinkles of the insertion section. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of no image was due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. Olympus will continue to monitor field performance for this device.